Event description:
It was reported that customer's insulin pump had cracks around the display window. The display is worn and has many scratches. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Device received with cracked case on the lcd window corners, minor scratches on lcd window, cracks on the battery tube threads, cracks on the reservoir tube lip, scratches on the reservoir tube window, and loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).